Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 012 alarm. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the alarm history showed multiple call service 054/052/012 slave communication alarms. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly with no call service 012 alarms or any alarms during the investigation. The alleged call service 012 complaint. Was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board.